Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the physician encountered difficulty while implanting the lead during the trial procedure. Per the physician, the issue was attributed to the pt's anatomy. There was an obstruction felt at the epidural space. The lead was implanted successfully at the desired location.